Event description:
It was reported that the external pulse generator (epg) turned off by itself and that is all that is known. The clinician was instructed to have someone from the company come to the hospital, test the device, and determine the cost of repair. Technical support (ts) explained that since they are in puerto rico they would need to contact company office to have the epg sent in for analysis. Ts also, suggested biomedical testing of the epg and the clinician to determine if biomed has an analyzer to test the epg. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.